Event description:
Information received indicates, the brake will not hold. Casters are ratcheting from side to side when in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer caster to repair the bed.